Event description:
Caller reported a malfunction on the pump, identified as malf 3, which occurred without any notable preceding events. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.